Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. Database analysis revealed no anomalies. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted ipg will not be returned.